Event description:
Add'l info rec'd from MFR 10/9/02: unsuccessful attempts have been made to contact the initial reporter to obtain add'l info regarding the event. The initial rptr has not returned MFR's calls. No add'l info is available. Even though the ground pad is not a smith & nephew device, the firm has taken steps to educate the user as to the safe use of the ground pad. In addition to the directions provided with the ground pad, smith & nephew has included in the vulcan generator's user manual specific instructions for prepping the pt and ground pad placement. Smith and nephew has also created a separate guide to assist in the placement and use of the ground pad. This guide was distributed to all the sale reps and is readily available upon request.

Event description:
Third degree burn from cautery on thigh. Cautery pad placed on upper thigh. The 3x3 cm area of burn noted after procedure with blistering.